Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient began experiencing persistent vomiting and headache. The patient had been relying on her dexcom readings and was unable to compare them with a bg meter, since it was reading in normal range. Her husband noticed her worsening condition and urgently brought her to the emergency room. 10:00 p. Upon arrival at the ER, the nurse checked her blood glucose using a bg meter, which showed a critically high reading of around 900 mg/dl and the other reading on bg meter reads around 890 mg/dl unable to recall if were two fingerstick taken within 5 minutes of each other and in addition to that the patient could no longer recall how many times her bg was checked, while her dexcom continued to display a normal reading of 175 mg/dl. As part of hospital protocol, both her dexcom device and insulin pump were removed. She was found to be severely dehydrated and was treated with intravenous (IV) saline fluids for rehydration, along with IV insulin. Due to her weakened condition, she was admitted to the intensive care unit (ICU). The patient was examined by a physician and did unspecified procedure and the patient was diagnosed with dka. She remained hospitalized for more than 24 hours. On sunday night, (B)(6) 2026, the doctor determined that she was stable enough to be discharged. At the time of the call, the patient reported that she was still not feeling fully recovered. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.